Event description:
Customer called to report the insulin pump was squirting out insulin from the end of the tubing during the prime process. The insulin pump would not proceed to the next step. Blood glucose reading was 5.3 mmol/l. Transferred customer to (B)(4) rep to resolve the issue. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unable to prime at 4.0 lbs during prime/a33 test due to faulty fsr. Minor scratched lcd window.